Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is I uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2022). Essure was removed. At the time of the report, the device expulsion and depression outcome was unknown. The reporter considered depression and device expulsion to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("essure perforated left tube") and device expulsion ("one coil is I uterus") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nausea, abnormal uterine bleeding, metastatic squamous cell carcinoma and endometritis. Previously administered products included: , microgard, spironolactone, illigera rhodantha, norethindrone acetate and ibuprofen. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), device expulsion (seriousness criteria hospitalisation, medically important and intervention required) and depression ("depression"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered depression, device expulsion and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix: squamous metaplasia. Endometrium: inactive endometrium. Myometrium: without significant histopathologic change. Fallopian tubes: bilaterally without significant histopathologic change. Gross description: there is a metallic gray spiral portion of hardware protruding from the right cornu into the endometrial cavity. Sectioning reveals the endometrial lining is less than 0.1 cm thick. The tan-pink myometrium measures up to 1.5 cm thick. No nodules are grossly identified. The right fimbriated fallopian tube measures 6.5 x 0.4 cm and the left partially fimbriated fallopian tube measures 6.6 x 0 . 5 cm . The serosal surfaces are pink - purple, smooth . The left fallopian tube displays multiple 0.1 cm paratuba1 cyst and a 0.4 cm metallic gray protruding wire . It measures 4.5 cm from the fimbriated end. Sectioning reveals tan-red stellate lumens containing a 1.2 cm in length x 0.3 cm in diameter metallic gray coiled portion of hardware in each fallopian tube. Clinical history: abnormal uterine bleeding, pelvic pain, bso tissues: uterus, nos - uterus with tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2022: medical record received. Event fallopian tube perforation added. Reporters information medical history and device removal date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one coil is I uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria hospitalization, medically significant and intervention required) and depression ("depression"). The patient was treated with surgery (essure removal scheduled on (B)(6) 2022). Essure was removed. At the time of the report, the device expulsion and depression outcome was unknown. The reporter considered depression and device expulsion to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.